Manufacturer narrative:
The device was not returned to any of olympus locations. Therefore, olympus could not investigate the device. The exact cause of the reported event could not be conclusively determined. However, the reported event may have been caused by insufficient training of user facility staff in handling and reprocessing the device in accordance with the instruction manual. The instruction manual states the possibility of infection by insufficient reprocessing. In addition, the instruction manual states the disinfectant solution process and that the disinfectant solution should comply with the instructions of the detergent manufacturer. The user facility did not report the device serial number, so olympus medical systems corp. (Omsc) was unable to review the device history record and the date of manufacture is unknown. If additional information becomes available, this report will be supplemented.

Event description:
A former olympus representative working for the company that sells the matrix, a biofilm remover, reported on the improper reprocessing process at the user facility: a cantel medidivator advantage reprocessor owned by the user facility was failed, and a cantel representative told the user that the reprocessor cannot be used. In addition, the cantel representative told the user that the endoscope could be immersed in undiluted matrix between each procedure. The matrix is a biofilm remover, not a high level disinfectant. The young nurse was advised by the endoscope facilitator that the endoscope should be disinfected at a high level in between each procedure. Reportedly, the user facility performed a whole list of procedures, and the device was immersed in undiluted matrix between each procedure. There was no report of infection associated with this report.

Manufacturer narrative:
The device was not returned to any of olympus locations. Therefore, olympus could not investigate the device. The exact cause of the reported event could not be conclusively determined. However, the reported event may have been caused by insufficient training of user facility staff in handling and reprocessing the device in accordance with the instruction manual. The instruction manual states the possibility of infection by insufficient reprocessing. In addition, the instruction manual states the disinfectant solution process and that the disinfectant solution should comply with the instructions of the detergent manufacturer. The user facility did not report the device serial number, so olympus medical systems corp. (Omsc) was unable to review the device history record and the date of manufacture is unknown. If additional information becomes available, this report will be supplemented.

Event description:
A former olympus representative working for the company that sells the matrix, a biofilm remover, reported on the improper reprocessing process at the user facility: a cantel medidivator advantage reprocessor owned by the user facility was failed, and a cantel representative told the user that the reprocessor cannot be used. In addition, the cantel representative told the user that the endoscope could be immersed in undiluted matrix between each procedure. The matrix is a biofilm remover, not a high level disinfectant. The young nurse was advised by the endoscope facilitator that the endoscope should be disinfected at a high level in between each procedure. Reportedly, the user facility performed a whole list of procedures, and the device was immersed in undiluted matrix between each procedure. There was no report of infection associated with this report.